Manufacturer narrative:
The maryland bipolar forceps instrument was returned for failure analysis evaluation. The instrument was visually inspected and found to have no damage to the conductor wires. The instrument passed an electrical continuity test. The instrument was tested on an in-house system and passed the recognition and engagement test. The instrument was then connected to an in-house erbe energy generator and was also recognized with no issues. However, when tested for energy delivery, the instrument failed.

Event description:
It was reported that during a da vinci-assisted total hysterectomy and salpingo-oophorectomy procedure, the energy delivery from the maryland bipolar forceps instrument failed and hemostasis was not achieved. The target anatomy was the uterus. However, the cause of the bleeding is unknown. The energy cord was replaced but the issue was not resolved. There were no error messages when the instrument did not deliver energy. The target tissue at the time was the uterus. The estimated blood loss (ebl) due to the lack of energy was "minimal" and a back-up instrument was used to achieve hemostasis and complete the procedure with no further energy issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: additional failure analysis evaluation was performed on the returned maryland bipolar forceps instrument. The instrument failed an energy delivery test. The instrument passed recognition and engagement on both the patient side cart (psc) as well as on the generator, and the system allowed for attempts of energy delivery; however, it did not appear energy was delivered. Initial continuity tests from the bipolar connector pins on the proximity end to the instrument's grips tips appeared to pass. However, addition testing found that continuity would extend to the grip base as well, which is not as intended. Further inspection found one of the bipolar conductor wires to have damaged insulation, causing continuity to the grip base. The inadvertent energy connection from the bipolar wire to the grip base can cause an energy delivery failure as observed.